Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with half of the upper jaw broken not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged to the jaw and ptc not returned. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a mastectomy procedure, the side of the jaw broke. Case completed with another device of the same product code. There were no patient consequences reported.